Event description:
It was reported that imaging demonstrated that two ivc filter limbs had fractured and detached from the filter. Reportedly, one limb was identified in the interventricular septum of the heart. The location of the other limb could not be determined. Reportedly, the ivc filter was retrieved from the patient without incident. Attempts to retrieve the fragment from the interventricular septum were made, however, the patient developed arrythmias. Therefore, attempts were aborted. Another filter will not be implanted and the patient will be anticoagulated.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The complaint sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.